Manufacturer narrative:
(B)(4).

Event description:
New information notes that further evaluation revealed this was a diagnostic issue and not excessive battery depletion.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found. Review of the device image noted that the programmer¿s longevity estimations were incorrect and over-estimations of the actual remaining longevity. The cause of the conflicting remaining longevity estimations was found to be due to a programmer software anomaly.

Event description:
It was reported the device was found excessively battery drained with no clear reason. The autocapture was programmed off to avoid high output mode. The patient will be monitored closely. No further information is available.

Manufacturer narrative:
(B)(4). Product not returned.

Event description:
New information received states the device was explanted and replaced. The patient condition was fine.